Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. A ticket search for reagent lot 45229ud01 did not identify an increase in complaint activity related to the issue under review. A device history review was performed on the reagent lot 45229ud01 and did not identify any non-conformances, deviations, or potential non-conformances. Worldwide data from customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect stat high sensitive troponin-I reagent lot 45229ud01.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient at both outpatient and at a hospital. Patient went to another hospital and results were 0.18 and negative(platform and reference range is unknown). The patient¿s electrocardiogram and myoglobin were normal. The following data was provided: outpatient hs-tni test result = 0.822 ng/ml, and the result at initial hospital was 2.911 ng/ml (reference range: 0-0.026ng/ml). Other results methodologies unknown negative and 0.18 no impact to patient management was reported.